Event description:
The customer reported a snowy image and communication error involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.